Event description:
On 10/26/94, rptr had spinal implants put in his back. Since then he has had severe pain from the device and pain up and down his legs, headaches, problems with bladder, bowel and sex. Due to medications he has had an ulcer activated. He had the device removed on 3/15/95 and still has similar problems. The only problem alleviated is the sharp cutting/stabbing where the device was. Also lost the sensation of bleeding and fluid build up in lower spine area.